Event description:
It was reported that during the use of the bd syringe luer-lok¿ tip the stopper separates from the syringe.

Manufacturer narrative:
Investigation summary: two loose 1ml ll assembled syringes were received in a plastic bag and evaluated. 1 syringe had a ¿cefuroxim¿ label attached and appeared to have been used. Evaluation was therefore performed through the plastic bag. The sample had unknown residue in the fluid path in the tip and on the stopper. The plunger was pulled back ¿ the stopper remained connected to the plunger as designed. 1 syringe did not have a label attached. Its plunger was also pulled back ¿ the stopper remained connected to the plunger as designed. The reported defects could not be confirmed. No representative unused not manipulated samples from the batch were received for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the use of the bd syringe luer-lok¿ tip the stopper separates from the syringe.